Event description:
Customer reportedly obtained a result of 327mg/dl on her device while the doctor's device read 135mg/dl within one minute. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.